Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of the ventricular signals on the atrial channel that resulted in false atrial tachy response (atr) episodes. Technical services (ts) provided reprogramming options. The device remains in use. No adverse patient effects were reported.